Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the hosp reported that the device in question was bent when they removed it from packaging. The hosp reported that they used another device for this aneurysm embolization procedure and that the pt status was good.

Manufacturer narrative:
Additional PMA/510(k) numbers: k023700, k002907. The device in question was returned to boston scientific for eval. A device history record (DHR) review, an initial condition exam and a visual/microscopic exam were performed as part of the device eval. Also, prior experimental data attempting to reproduce the failure was included as part of the device eval. The DHR review confirmed that this device met all material, assembly and performance specifications. The device in question was returned partially withdrawn from the hoop used in packaging in a clear plastic bag. The distal tip had a kink and visible damage. Results from the visual/microscopic exam showed a separation at the distal tip; however, the break displayed characteristics which were not indicative of a tensile or torsional type break. It was postulated that the break in the device occurred upon removal from packaging, however, efforts to reproduce this break in the lab were unsuccessful. Based on the above facts and findings. The user's complaint was confirmed; however, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info is found, a supplemental report will follow.